Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during procedure customer had trouble in the deployment of the filter. The difficulty was when the pushed the release button. The procedure ended successfully. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. Based on the provided information it is unknown if the red safety button was pushed down before the release button was pushed down. Furthermore a likely cause is that excessive tension prevented the filter from being released. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "both devices were successfully implanted. Unknown to dm for sure, but believed to have been involved in separate procedures. Both devices had problems with deployment/detachment. Lab manager was unsure about how they had difficulties, except that it was when they pushed the release buttons." Additional information received on 13mar2020: the devices were involved in separate procedures. Patient outcome: no adverse effects was reported on the patient due to this occurrence.